Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. It was reported that there was residual medication left in the pump during refills. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. A catheter and rotor study were done on the date of the report. The catheter study was unsuccessful. Dye was observed near the catheter insertion point at l3, but there was no visible dye at the tip location of t3. The pump was turned back on to prevent immediate cessation of medication. The previous medication flow rate was maintained despite confirmation that the catheter was not delivering the medication at t3. It was noted that a catheter revision would likely be scheduled. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.